Manufacturer narrative:
The customer reported there were artifacts on a head scan. There was no report of misrepresentation as a result of the ring artifacts. The philips remote service engineer (rse) had the customer shutdown and reboot the system. After running air calibrations and performing a head test scan, the artifact was still present. The philips field service engineer (fse) went to the site to evaluate the system. The fse confirmed the ring artifacts were present on scan images in the region of interest (roi). The fse visually inspected the system and found a crack in the filter (compensator) of the a-plane collimator. The fse replaced the collimator to resolve the issue. The fse confirmed there was no impact to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is in clinical use. This issue was determined not to be a reportable event.

Manufacturer narrative:
The customer reported there were artifacts on a head scan. There was no report of misrepresentation as a result of the ring artifacts. The philips remote service engineer (rse) had the customer shutdown and reboot the system. After running air calibrations and performing a head test scan, the artifact was still present. The philips field service engineer (fse) went to the site to evaluate the system. The fse confirmed the ring artifacts were present on scan images in the region of interest (roi). The fse visually inspected the system and found a crack in the filter (compensator) of the a-plane collimator. The fse replaced the collimator to resolve the issue. The fse confirmed there was no impact to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is in clinical use. This issue was determined not to be a reportable event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.